Event description:
Fmc product complaint reporting "major blood leak" with a reused device. Complainant called to verify details of this event. "Major" was used to describe the visible presence of blood in the effluent dialysate, not the volume. Dialysis machine alarmed and leak was detected early. Estimated blood loss 250 ml due to discard of the extracorporeal circuit of blood. There were no reported adverse effects to the pt. Pre hemoglobin was stable, post hemoglobin not available. No other recent similar leaks in the reporting user facility. Complaint sample not available. MDR filed due to blood loss reported.